Event description:
Patient reports having shortness of breath last month when he was walking around, which was due to the affected recalled cassettes. Once he got replacement cassettes, he said he felt better. Patient is currently infusing with a cassette without any issues/symptoms, but does not know the lot number of the current cassette or specifics of which lot numbers were used when shortness of breath was experienced. Patient checked supplies and found 12 additional affected cassettes with lot 4329614. Patient also has the following affected lot numbers, 9 cassettes from lots: 4298328, 4284652, 4284252, 4329614, expiration dates unknown. Unknown if md is aware. No further information provided. Product lot number and expiration date were systematically retrieved from the dispensing system. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes; is the therapy life sustaining? Yes. Reported to (B)(6) by pt/caregiver.